Manufacturer narrative:
Physio-control evaluated the device's therapy connector assembly and the therapy cable. It was determined that the cause of the reported failure was due to pin 1 from the therapy cable connector being broken off and being lodged in pin location 1 of the therapy connector assembly. Pin 1 controls cable detection and with this pin broken off, a device would display a 'connect cable' message and no defibrillation therapy would be possible.

Event description:
It was reported to physio-control that the customer used their device on a patient in cardiac arrest. The device did however not show any ECG signal and an analysis of the patient's heart rhythm to define the need for defibrillation therapy could not be performed. A back-up device was used to continue treatment. The patient was transferred to an air ambulance, having a pulse. There was patient use associated with the reported event however, no adverse outcome was reported.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The customer observed that one of the connector pins from the therapy cable's connector had broken off and was stuck in the connector on the device. This caused the device not to recognize a patient connection and not to display an ECG waveform. The customer replaced the device's therapy connector and the therapy cable. Proper device operation was then observed through functional and performance testing. Following repair, the device was put back into use.